Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was oxidation on the tin pins of the j1000, j1002, and j1003 connectors. The root cause of the inability to complete testing is the oxidation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.